Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical devices: bearing standard 40 mm diameter cat# 110031421 lot# 64489329; 25mm versa-dial taper adaptor cat# 118000 lot# 560680; glenosphere +3 mm lateral offset 40 mm diameter cat# 110030777 lot# 64416228. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04156.

Event description:
It was reported patient underwent a right total shoulder arthroplasty. Approximately 5 months later, the patient was revised due to disassociation of the humeral bearing and humeral tray. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product and radiographs received. Visual examination of the returned product identified the bearing standard 40 mm diameter is not attached to the mini tray std cocr +6 offset. The bearing standard 40 mm diameter has severe gouges and wear on both sides. No dimensional analysis was performed due to the damage and use. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of the radiographs identified the following: -slightly limited evaluation secondary to superimposition of the humeral and glenoid hardware components. The superimposition is caused by anterior dislocation of the humerus/humeral component with respect to the glenosphere. This finding confirmed on the transscapular y-view. Hardware is otherwise intact. No periprosthetic lucencies. Bones appear intact without acute fracture. Overall fit is normal. The alignment is abnormal with dislocation described on the review assessment form. Bone quality appears normal. A definitive root cause cannot be determined. Patient is known to have parkinsons, and may have contributed to the disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.